Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached over 20.0 mmol/l (360 mg/dl) and that the cannula had slipped out of the skin. The pod was worn between 36 and 48 hours.